Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the cardioplegia pump stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a defective speed control to cause the pump to stop halfway through the counterclockwise rotation of the control. The pump was powered on and the start buttons was pressed to start rotations of the pump guts. The speed control was found to be tuned halfway through it's range clockwise before the pump guts would start rotating. The speed control was turned counterclockwise to slow rotations and the pump guts stopped as the speed control reached halfway through it's range. The speed control was measured with an ohmmeter and found that halfway through it's rotation and the speed controls opens electrically. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.